Manufacturer narrative:
Title: percutaneous tricuspid valve implantation two-center experience with midterm results citation: circ cardiovasc interv. 2015;8:e002155 authors: andreas eicken, md, phd, fesc; stephan schubert, md, phd; alfred hager, md, phd, fesc; jürgen hörer, md, phd; doff b. Mcelhinney, md; john hess, md, phd, fesc; peter ewert, md, phd; felix berger, md, phd month and year of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review of a study performed to evaluate experiences with percutaneous tricuspid valve implantation from two (B)(6) medical centers between (B)(6) 2008 and (B)(6) 2014. The study population included 16 patients, three of which received a medtronic bioprosthesis (2 hancock conduit <(>&<)> 1 mosaic valve) prior to the study, and seven of which received a new medtronic melody bioprosthetic valve during the study. Each of the three medtronic bioprostheses implanted prior to the study (patients 2, 9 <(>&<)> 10) were noted with a combination of stenosis and regurgitation, each requiring intervention. Among the seven medtronic melody bioprosthetic valves implanted during the study, two valves and one delivery catheter system (patients 8, 10 <(>&<)> 14) were noted with clinical observations. No serial numbers were provided. Patient (B)(6): a 25-mm mosaic bioprosthetic valve implanted prior to the study was noted with a combination of stenosis and severe regurgitation, which was replaced by a 22-mm melody valve. At 22 months post-implant, the melody valve was noted with severe regurgitation. The replacement procedure was complicated by an aortic dissection and spinal cord ischemia causing quadriplegia. Despite this a new non-medtronic bioprosthetic valve was successfully implanted. Examination of the explanted melody valve showed a central coaptation deficiency and degenerated thickened valve leaflets. The authors speculated that this patient¿s physiology/anatomy may have predisposed her to tricuspid prosthetic valve dysfunction, which led to slow continuous blood flow such that the valve did not open and close in the normal phasic fashion. Additionally, other speculative causes of the prosthetic valve dysfunction included a possible enhanced immunologic reaction. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.